Event description:
Reportable based on device analysis completed on 13dec2023. It was reported that a catheter issue occurred. The 75% stenosed, 80 mm x 3.50 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the device would not reset. The procedure was completed with another of the same device. There were no patient complications reported and the patient status following the procedure was stable. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed the imaging window and tip were kinked. No damage was observed on the catheter code board assembly. Microscopic inspection revealed the imaging window was twisted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.